Event description:
The customer observed falsely elevated architect stat troponin-I results for one patient. The following data was provided: initial processed on (B)(6) 2024 troponin result (B)(6): 0.45 ng/ml. New sample = 0.0. Repeated original and second sample on another architect both results were 0.009 repeated both samples on (B)(6) = 0.000 for both. Normal reference range=0.0- 0.4 ng/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The customer performed troubleshooting procedures including replacing the arc, probe (08c94-47). Part replacement resolved the issue. The arc, probe (08c94-47) was determined to be the likely cause of the result issue. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of trending data associated with the arc; probe (08c94-47) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr processing module, serial number: (B)(6), or the arc, probe (08c94-47) was identified.

Event description:
The customer observed falsely elevated architect stat troponin-I results for one patient. The following data was provided: initial processed on (B)(6) 2024 troponin result (B)(6): 0.45 ng/ml. New sample: (B)(6). Repeated original and second sample on another architect both results were (B)(6). Repeated both samples on (B)(6): (B)(6) for both normal reference range: (B)(6) ng/ml no impact to patient management was reported.